Event description:
It was reported that while extracting the stem with inserter and slap hammer attached, the end of the accolade screw on inserter became detached. At this point the stem was out for enough to get out. A biomet temporary prostalac hip temporary spacer was inserted. Returning the handle and implants.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.